Event description:
The customer reported being in the emergency room due to ketones and high blood glucose over 600mg/dl. The customer was treated with fluid boluses, insulin drip, and had blood work for infection caused by the high blood glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.